Manufacturer narrative:
One (1) leopard 5 degree cage [product code: 1864-48-009] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the cage was broken. It should also be noted that only a portion of the broken cage was returned for evaluation, the rest of the cage remained implanted in the patient. A review of the device history record (DHR) for the leopard 5 degree cage could not be conducted as no lot number was provided. The cage remained implanted in the patient where the lot number is etched on the surface of the cage. Therefore, without the lot number, no review of the manufacturing records could be completed. A definitive root cause for the lumbar peek cage breaking cannot be positively determined. However, as noted in the accompanying instructions for use (IFU-0902-90-077 revision d), when a polymer/carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon inserted cage at l2-3 disc space. He then removed the inserter and used the impactor to further advance/turn the cage. While using the impactor a piece of the cage broke off and was removed from the patient. Cage was left in place.